Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right atrial lead was capped and replaced due to noise. It was verbally indicated that the lead had been damaged during a previous surgery. No further information could be obtained. The patient would be monitored routinely.